Manufacturer narrative:
A product development investigation: one 2.4mm lcp wrist plate (part # sd242.300, lot # 9883951) was returned for investigation. The plate is broken into two pieces through the center hole of the center set of three holes. The balance of the plate is undamaged. It is unknown what caused the plate to break, but it was likely due to a fatigue failure due to delayed healing of the bone. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint condition is confirmed. A visual inspection found no issues with the returned concomitant screws that would have contributed to the complaint condition. Drawings were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The returned concomitant devices in this complaint record show no evidence of having contributed to the event, and no product design or manufacturing related issue was identified with these concomitant devices upon a visual inspection. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(4). The subject device has been received and is currently undergoing the investigation process. The investigation results are pending completion. A device history record (DHR) review was performed for the complaint device lot. Manufacturing location: (B)(4). Manufacturing date: may 5, 2016. The review revealed no complaint related anomalies. The DHR shows this lot of 2.4mm lcp straight wrist plate 170mm (part number sd242.003, lot number h074377) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 due to a broken 2.4mm locking compression plate (lcp) straight wrist plate. The plate and eight (8) unknown screws were initially implanted on (B)(6) 2016. It was reported that the plate was a 10-hole plate with four (4) screws on either end of the plate and no screws in the middle where the plate bridged over the joint. The plate broke in the middle where the plate bridged over the joint. There were no screws occupying the broken portion of the plate. The broken plate was easily removed. All eight (8) screws were removed intact. During the surgery, the surgeon repaired two ruptured tendons of the index finger; the extensor digitorum communis (edc) and the extensor indicis proprius (eip). In the surgeon¿s opinion, these tendons ruptured due to the broken plate. The surgeon stated that the patient did not have a fall or have any direct force to the plate that might have caused the device failure. The patient was not implanted with additional hardware during the revision surgery. The surgery was successfully completed without delay and the patient was reported as stable. Concomitant medical products: unknown screws (part #unknown, lot #unknown, quantity 8). This report is 1 of 1 for (B)(4).